Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7101774. UDI: (B)(4).

Event description:
It was reported that the cervical leads had high impedances. The patient underwent a lead replacement procedure and had excellent coverage postoperatively. The explanted device components were not returned.